Event description:
It was reported that a patient presented for a generator change. Device interrogation revealed low pacing impedance on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was not known.